Event description:
During a laparoscopic abdominal hysterectomy, about 3/4 of the way through the removal of the uterus, a clip applier was utilized to stop bleeding. The enseal may have been activated across a clip. It malfunctioned while there was tissue in the jaws, and the jaws would not open. The case transitioned to a laparotomy. The instrument was freed up and the case continued.